Manufacturer narrative:
The entire rad939 assist bar was not returned but we did receive the sa9013 subassembly (without the qp3535 snap button). Qs4072 bar mount separated into two pieces with the lower base tube broken off due to a weld failure. Poor plug weld penetration in between the qm3390 support tube and qp3332 inner tube caused the failure. This was manually welded in 2017, and the only known failure of this nature since the product introduction in 2011. No further action is required.

Event description:
The patient was using the pivot assist bar to help him get out of bed, and the bar broke causing the patient to fall to the floor. The fall resulted in a sprained wrist.